Event description:
A patient was in an implant procedure and the doctor attempted to insert a lead. While attempting to access the epidural space, the lead was insert and withdrawn from the epidural needle and it was was observed that the lead insulation was damaged on the lead. The lead was replaced and was successfully implanted.

Manufacturer narrative:
Manufacturer country field corrected to australia (section d3). Catalogue number of suspect medical device corrected (section d4).

Event description:
A patient was in an implant procedure and the doctor attempted to insert a lead. While attempting to access the epidural space, the lead was insert and withdrawn from the epidural needle and it was observed that the lead insulation was damaged on the lead. The lead was replaced and was successfully implanted.